Manufacturer narrative:
A correction to the lot number was made to evaluate the specificity performance of the reagent lot a retained file of prism (B)(6) lot 58182li00 was tested in a specificity setup. The results of this setup did not implicate that the specificity performance of the lot is negatively impacted. A review of prism metric field data was performed with regards to the initial and repeat (B)(6) rates for lot number 58182li00. Data of three populations (596/ 9273/ 2915 test data) were available. The initial (B)(6) rates were in the range from 0.00 to 0.17 %. The repeat (B)(6) rates were in the range from 0.00 to 0.14 %. The observed (B)(6) rates were well within specifications of the prism (B)(6) package insert. Furthermore a review of the prism metric field data was performed with regards to the initial and repeat (B)(6) rates for the prism (B)(6) assay from (B)(6) 2015 to (B)(6) 2016. The initial (B)(6) rate was on average 0.16% and the repeat (B)(6) rate 0.12 % for prism (B)(6) assay based on current prism (B)(6) reagent lots used by customers whose instruments are connected to the metrics field database. The observed (B)(6) rates were well within specifications. Prism (B)(6) reagent lot 58182li00 showed comparable performance with regard to initial and repeat (B)(6) rates compared to the overall prism (B)(6) assay performance in the last 5 months. Data provided by the customer was reviewed. The customer observed a (B)(6) rate of 0.12 % for the current lot. This (B)(6) rate is not atypical and it is comparable to repeat (B)(6) rates observed in other laboratories which have used this lot. The overall prism (B)(6) assay performance is comparable to the customer observed (B)(6) rate as well. Customer complaint data was reviewed and no adverse or non-statistical trends were identified. A review for non-conformances and deviations associated with prism (B)(6) lot 58182li00 was performed. This review did not identify any non-conformances or deviations. The prism (B)(6) reagent labeling was reviewed and was determined to adequately address the issue. The investigation did not identify a malfunction or deficiency.

Manufacturer narrative:
(B)(4) this report is being filed on an international product, list number 6a52 that has a similar product distributed in the us, list number 6d18. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that (B)(6) were generated on multiple patients. Testing with (B)(6). There was no report of impact to patient management.